Event description:
It was reported that they are returning the device for service. Description of failure: green connector defective. No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation: based upon the inquiry info received visual and functional examination:the unit was found to require the vacuum vso system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.